Manufacturer narrative:
(B)(4).

Event description:
Received information that while stimulation is turned on, the patient feels a shocking or jolting sensation. Additional information has been requested and if received, a follow up report will be sent.